Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump beeping, alarmed motor error and motor encoder position error. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 219 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was in the same room when they received a magnetic resonance imaging. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify encoder signal out alarm due to motor error alarms. No audio or beep anomaly noted. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address, serial number label and stained end cap sticker.